Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 2 years and 2 months. Device evaluation: the pump was returned assembled with the driveline cut approximately 13 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts; however, visual inspection of the driveline revealed a breach in the insulation of the yellow wire approximately 0.25 inches from the nipple of the pump housing, exposing the inner conductors. The observed wire damage appeared to be the result of repetitive movement of the driveline at this location. Abrasion marks on other wires were observed, but the remainder of the driveline was otherwise unremarkable. The yellow wire redundantly supports motor phase 1. If the exposed conductors of the yellow wire contacted the braided shield while the patient was operating on the power module, the resulting electrical short to ground would have resulted in the pump stoppages that were confirmed through the analysis of the submitted log file. Examination of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that low speed advisory/pump off alarms were observed beginning on (B)(6) 2015. There were reportedly no breaks, cuts or kinks observed upon inspection of the driveline; however, it was reported that the patient did gain weight since implant. The patient was asymptomatic. The system controller log file was evaluated by a representative of the manufacturer's technical services team and captured 4 low speed advisory alarms with pump speed reductions to 0 rpm. The pump stoppages occurred on (B)(6) 2015 at 8:41 am, (B)(6) 2015 at 2:48 am, and (B)(6) 2015 at 5:18 am and 11:37 pm. These alarms appeared to occur only while the vad was connected to the power module. X-ray images of the driveline were evaluated by the technical services representative and were unremarkable. On (B)(6) 2016, technical services evaluated the driveline and no broken wires were detected with a phase interrupter. The patient was upgraded on the transplant list to status 1a due to a suspected internal driveline issue and received a transplant on (B)(6) 2016.